Event description:
It was reported that during right internal carotid artery ica thrombectomy procedure, the operator felt hard to dilate the subject balloon and when dilating it to 0.6ml, the operator found the contrast agent leaked and the subject balloon was broken. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during right internal carotid artery ica thrombectomy procedure, the operator felt hard to dilate the subject balloon and when dilating it to 0.6ml, the operator found the contrast agent leaked and the subject balloon was broken. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated.. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the balloon catheter shaft was kinked at 39cm & 54cm from the proximal end. During functional test, the balloon was attempted to be inflated, however the balloon was noted to leak through a hole in the balloon. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the device analysis, the reported events can be confirmed, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the operator felt hard to dilate the balloon and when dilating it to 0.6ml, the operator found the contrast agent leaked and the balloon was broken. Additional information received from the customer indicates that continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, the device was not inflated over nominal pressure or excessive pressure used and the balloon was able to be successfully inflated/deflated during preparation. The device was returned, and it was confirmed that the balloon was leaking through a small hole in the balloon, there were also a number of kinks noted to the balloon catheter shaft. It is probable that the device was damaged during navigation through the patient's anatomy, as inflation was successfully completed during preparation. An assignable cause of procedural factors will be assigned to the reported balloon difficult to inflate, balloon leaked during use and balloon burst/ruptured during use and to the analyzed balloon catheter kinked/bent, balloon has hole/perforation during use and balloon leaked during use, as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during preparation/use.